Manufacturer narrative:
The automated impella controller was returned for evaluation, analysis and when tested the complaint was reproduced: the module would not fully boot-up, serial terminal interface would show scrambled data (¿garbage¿), and rlm kept rebooting. Inspection of the miniusb connection between backstrap cable and rlm did not reveal any irregularities. Inspection of the rlm and console¿s electronics (4-in 1 carrier, I/o [input/output] port assembly) did not produce any evidence as to the cause of rlm failures. A series of tests, performed with spare (known-good) 4-in-1, I/o assembly, rlm, microsd card and backstrap cable, allowed the determination that the only combination of components that allowed the system to work, was one that did not include original I/o panel and original backstrap cable. A product history review was completed, and no action was required as a result of this review. In conclusion, it was determined that both original I/o panel and original backstrap cable components were in some way compromised and contributed to the rlm failure. The module itself operated within specification.

Event description:
The user facility reported the automated impella controller (aic) will not go into maintenance mode. Rlm keeps restarting. There was no report or indication of patient involvement.

Manufacturer narrative:
The investigation for the console (aic) shutdown issue has been completed. The aic was returned for evaluation. When console was tested the the lab, the issue was reproduced: the module would not fully boot-up, serial terminal interface would show scrambled data (¿garbage¿), and rlm kept rebooting. Inspection of the miniusb connection between backstrap cable and rlm did not reveal any irregularities. Inspection of the rlm and console¿s electronics (4-in 1 carrier, I/o port assembly) did not produce any evidence as to the cause of rlm failures. A series of test, performed with spare (known-good) 4-in-1, I/o assembly, rlm, microsd card and backstrap cable, allowed us to determine, that the only combination of components that allowed the system to work, was one that did not include original I/o panel and original backstrap cable. It¿s been concluded that both these components were in some way compromised and contributed to the rlm failure. The module itself operated within specification. The cause of the issue was a defective cable. Added d9-device available for evaluation checked yes corrections to the initial MFR report: d2 common device name updated d4-updated UDI number.